Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the keypad unresponsive buttons. No harm requiring medical intervention was reported. Troubleshooting was performed and customer indicated the pump was neither dropped nor exposed to moisture. The customer will discontinue the use of the device.  The device will not returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version = unknown retainer ring = black case type = ngp customer returned pump for an alleged keypad unresponsive on (B)(6) 2022. Pump received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. No damage noted to keypad assembly and j1 connector on pcba1 was locked properly during visual inspection. Pump failed the keypad voltage test with back, left, up, select and down buttons measurement of 0v due to a short circuit. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: broken belt clip rails, end cap address label fading, cracked reservoir tube lip, partially broken retainer, retainer knit line damage, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Keypad unresponsive was confirmed due to a short circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.